Manufacturer narrative:
A patient experiencing discomfort at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3: date of event is estimated.

Event description:
It was reported the patient experienced pain at the ipg site. As a result, surgical intervention occurred wherein the ipg was explanted, addressing the issue.